Event description:
It was reported by a patient that they were told by another patient that anytime he touched his machine, it was like he was electrocuted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).